Manufacturer narrative:
The field service engineer replaced the data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. The customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.